Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, there was minimal power to handpiece, changed air hose unsuccessful. There was no patient involvement. Due diligence is complete, no further information is available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: tech found that the unit's motor would not power on and replaced it. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h11 review of the most recent repair record determined the device failed the sample mesh test during evaluation; the comb and bottom roll were damaged, the gear and spring were worn, and the device was out of calibration. The comb, roller, gear, and spring were replaced, and the device was properly calibrated and resolved the reported issue. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.